Event description:
Customer reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts walked the caller through a complete pump reset, and after the reset, the error code did not appear again, allowing the caller to successfully start their sensor session.